Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope presented poor quality image. The event occurred during inspection before use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g3, g6, h2, h3, h6. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dented rigid tube, chipped light guide bundle and a broken video connector. A root cause could not be identified. Based on the results of the investigation, the most probable cause is a stress problem due to component failure of the universal cable. Regarding the additionally identified malfunctions, the most probable cause of all of them is also traced to an stress issues due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.